Event description:
It was reported that a patient implanted with a multifocal intraocular lens (iol) was experiencing low near vision. The patient is leading her life normally, but is not 100% satisfied with her near vision. Through follow-up, we learned that until the lens was explanted there were no medical or surgical interventions performed, only post-operative monitoring to examine the visual acuity and an eye fundus exam. Account indicated that upon iol removal a different model lens from johnson & johnson was implanted. The procedure went well and the patient is fine. The physician will conduct a follow-up examination. No further information was provided.

Manufacturer narrative:
Section a2, a3b, a4 and a5: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.